Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro xrt implant approximately five (5) months after placement due to the patient being a smoker and having no buccal bone formation. This MDR is the first of five (5) reports.